Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. No further information was provided.